Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of documentation including the device history record, complaint history, instructions for use (IFU), manufacturing instructions, quality control and specifications, as well as a visual inspection and functional test of the returned device was conducted during the investigation. One used catheter set was returned for investigation. Upon a physical examination, the catheter was noted to have biological matter throughout. No surface damage to the extension tubes, catheter, or manifold was noted. However, there were confirmed cracks on the blue and white colored hubs on the hub labeled side. A leak test was performed on all three hubs and confirmed cracks in the blue and white colored hubs. Due to the device being used, a manufacturing defect could not be confirmed. At this time, there is no evidence to suggest that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of design history file found that the product met all acceptance criterion during design verification testing for the reported failure mode. A review of the device history file for lot 9553195 found no non-conformances that could have contributed to the failure mode. It should be noted that no complaints were reported for lot 9553195 that were relevant to this failure mode. There is no evidence to suggest that nonconforming product exists house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: "do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively." How supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause of failure could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. Occupation: unknown healthcare professional. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was found to be leaking two days after the device was placed in an (B)(6) female patient's femoral vein. The physician observed the leak around the catheter and found "creases" on two ports causing the leak. Another procedure was performed to place a new central venous catheter. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.